Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of spectrum infusion pumps had air in line error, alarmed downstream occlusion, upstream occlusion and under infusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.